Manufacturer narrative:
The delivery system was returned inserted within the sheath with the crimped valve mounted on the inflation balloon. The returned delivery system was visually inspected and the following was observed: · delivery system returned inserted into sheath with the returned valve crimped on balloon. · delivery system returned in unlocked position, zero fine adjust used. · kink on flex shaft distal to nose cone likely due to shipping. · after functional testing, the delivery system was disassembled and the following was noted: o kink in balloon shaft observed approximately 6" distal to stop sleeve, large od. Of note, this balloon shaft kink aligns with the aforementioned flex shaft kink and most likely occurred due to shipping o separation/fracture was observed on the balloon shaft proximal to the metal stop sleeve · no other abnormalities were noted. The device was unable to be de-aired during functional testing. Based on the reported complaint event of delivery system leakage (cer reported that the balloon did not inflate) and due to the inability to de-air the returned device, it was suspected that there was a separation in the balloon shaft. Therefore, no further functional testing was able to be performed as engineering did not want to potentially further damage the device by additional testing. The device was disassembled and a separation was confirmed on the balloon shaft proximal to the metal stop sleeve. See visual inspection section above for further information. The returned commander delivery system was dimensionally measured on any components that could possibly interact during the valve alignment function or contribute to the leak. The numbers illustrate that the balloon shaft od proximal to the stop sleeve is below specification. However, the smaller balloon shaft od is likely due to the reported pulling on the balloon shaft proximally in order to complete manual valve alignment as per the cer notes. Pulling on the balloon shaft may result in a smaller od (material stretching). The smaller balloon shaft od would not contribute to the complaint as it does not create any dimensional interference with other components and is not part of the fine adjustment mechanism. All other measured dimensions are within specification and no interference is noted where the balloon shaft passes through the collet and tailpiece, i.e., between components of the balloon shaft and tailpiece or between the balloon shaft and collet. A review of the related work orders revealed no other issues that could have contributed to the reported event. A review of complaint histories from september 2014 to august 2015 revealed other returned complaints for commander delivery systems having issues with fine adjust difficulty and device leakage. Several of these complaints have been confirmed and the investigation has determined a number of factors that can contribute to the observed complaints. The most relevant work orders for the failure mode reported in this complaint were reviewed and did not reveal any issues that could have contributed to this complaint. During manufacturing, the commander delivery system underwent 100% inspections. Due to the condition of the returned device, the complaint for fine adjustment alignment difficulty was unable to be confirmed during functional testing of the returned device. Although the fine adjust difficulty was unable to be confirmed, lot history and complaint history reviews revealed a potential manufacturing non-conformance potentially related to the reported event. Review of this type of complaint revealed a potential manufacturing non-conformance related to the reported event. The root cause of insufficient collet engagement/holding capability was determined to be due to either the balloon shaft being locked at the incorrect position (such that the collet engages on the blue nylon portion rather than the steel stop sleeve), or the surface condition of the metal sleeve component on the balloon shaft was not optimal for the collet to grip on to it. Both factors can influence the capacity for the fine adjustment mechanism to function properly. The complaint for delivery system handle leakage was confirmed. During functional testing of the returned device, a leak at the handle was identified and engineering confirmed a separation in the balloon shaft at the proximal stop sleeve bond. The root cause of this failure was investigated as a part of a related CAPA. The primary root cause was determined to be the use of excessive force or bending during valve alignment process. A fsa (field safety notice) was distributed in february 2015, prior to this complaint event, containing additional instructions and troubleshooting measures to employ should the fine adjustment issue arise. This was distributed to edwards clinical specialists and tavr physicians who use the commander delivery system. In addition, the balloon shaft design has been improved to increase collet engagement forces. This design change was implemented after the manufacturing date of this complaint device. The complaint was unable to be confirmed for fine adjustment difficulty, and no labeling inadequacies were identified. Review of complaint history revealed similar confirmed complaints. We can speculate that the root cause could be related. A pra was previously initiated for risk assessment and corrective (or preventative) actions have been addressed through the related CAPA. The complaint was for delivery system leakage was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors may have contributed to the event. A pra was previously initiated for risk assessment and corrective (or preventative) actions have been addressed through the related CAPA.

Manufacturer narrative:
The complaint device (commander delivery system - model 9610tf29) is not sold or marketed in the us; however, it is deemed similar to the (commander delivery system - model 9600lds29). The PMA/510k field will be blank. The lot number is 59922846. Investigation is ongoing.

Event description:
During a transfemoral tavr procedure, the balloon shaft was cracked and the system could not inflate. As reported by our affiliates in the united kingdom, during the implant of a 29 mm sapien 3 valve by tf approach in aortic position using the commander delivery system, there were difficulties completing the valve alignment process so manual alignment was attempted by pulling back on the balloon catheter. Attempts at manual alignment were unsuccessful and the valve was half way between the central and distal marker but the team decided to proceed with deployment. The valve was positioned across the annulus in correct position but when they attempted to inflate the balloon, it didn't inflate. The delivery system was withdrawn back into sheath and a new sheath/valve and delivery system was used deployed without incident. However, when this second system was withdrawn, one suture of the perclose failed causing significant blood loss. Compression was applied and a coda balloon was introduced on the contra lateral side and overinflated, causing a rupture of the descending aorta between the aortic bifurcation and renal arteries. Vascular surgical team were called but the patient expired on the table. As per medical opinion, the cause of death was the rupture caused by the coda balloon and was not related to any edwards device.